Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has peritonitis and being treated with vancomycin every 5 days. There were no reported allegations that the event was caused by fresenius products. In an additional call, the patient¿s pd nurse reported that on(B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count. The nurse stated that the patient was treated with antibiotic therapy in the hospital (details unknown). On (B)(6) 2025, the patient was discharged from the hospital and continues pd with the same cycler. The nurse indicated that the patient is continuing a course of antibiotics with vancomycin (dose not provided) every 5 days. The patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to breach in aseptic technique by the patient.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has peritonitis and being treated with vancomycin every 5 days. There were no reported allegations that the event was caused by fresenius products. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count. The nurse stated that the patient was treated with antibiotic therapy in the hospital (details unknown). On (B)(6) 2025, the patient was discharged from the hospital and continues pd with the same cycler. The nurse indicated that the patient is continuing a course of antibiotics with vancomycin (dose not provided) every 5 days. The patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique by the patient.